Event description:
Customer reported the 7600 system had no image on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were re-seated during the service call. The system was tested and found to be working as intended, and put back into service.